Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.50. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter in patient's right eye (od) on (B)(6) 2015. Low vault was noted and the icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/25.